Event description:
Pt was undergoing placement of biventricular aicd. During insertion of the left ventricular guidewire into the right atrium, the coronary sinus sheath broke. The broken edge was clamped and extraction attempted but the sheath broke again. The pt was sent to special procedures for extraction of approximately 21 cm piece of the sheath.